Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 6,125 joules of use and 1:07 minutes, fiber broke almost instantly. The fiber was exchanged and a piece of the distal fiber broke off at 239,185 joules of use and 27:37 minutes. The fiber tips (caps) of both fibers were not cleaned during the procedure. The procedure was completed by utilizing third fiber. Patient outcome: "no injury to the patient" reported. This report is for first fiber.